Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced a headache and lost consciousness for 30 seconds however, the customer reported being able to self-treat with orange juice per the healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a sensor error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced a headache and lost consciousness for 30 seconds however, the customer reported being able to self-treat with orange juice per the healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Further investigation was performed and the returned sensor was de-cased and the battery was measured. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issue was observed. The data was extracted and was observed to be in state 6. The returned battery was measured and all results were within specification. The sensor was reprogrammed and it went back to state 1. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced a headache and lost consciousness for 30 seconds however, the customer reported being able to self-treat with orange juice per the healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.